Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Customer notified biomérieux of possible misidentification of enterobacter cloacae as enterobacter kobei using vitek® ms¿. No reference method was used to confirm identity of strains. Patient had enterobacter cloacae detected before, so this customer performed vp (voges-proskauer) testing for the strain identified as enterobacter kobei. And the strain was vp negative. Customer stated that there were no patient results affected, wrong results reported to a physician, incorrect treatment or delay in reporting patient results. Therefore, there was no patient harm. Biomérieux investigation will be conducted.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of a possible misidentification of enterobacter cloacae as enterobacter kobei using vitek® ms¿. The patient had enterobacter cloacae detected before, so this was the expected identification. The customer performed vp (voges-proskauer) testing for the strain identified as enterobacter kobei, and the strain was vp negative. No reference method was used to confirm identity of the strain. The customer no longer had the isolate to submit for evaluation. An internal biomérieux investigation was performed. Summary of the data analyzed: samples mzml provided by level 1 (488 mzml provided but only 16 mzml related to enterobacter). Ecal mzml files provide by level 1 (119 mzml from may 9 to may 13). Conclusion on the system: system was operational during the test. Conclusion on the identification: it was not possible to confirm if the customer system gave an erroneous test result (incorrect ID result) or not. Strain return is needed to investigate. The customer strains were no longer available. Suspected root cause of the issue: system was operational during the test and without a return of customer strains, it was not possible to define a root cause for this complaint. Note: vp test is not the most efficient test to confirm the identification. The correct reference method to confirm the identification is sequencing. Corrected data: manufacturing site address updated.